Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use 2 protege ef stents to treat a plaque lesion in the mid iliac artery - common. Degree of tortuosity was moderate. Degree of calcification was none. Lesion stenosis was cto (chronic total occlusion-100%). Embolic protection was not used. Devices prepped per IFU with no issue. Devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used. During the implantation of the stents, the surgeon discovered that the tip of the stents were exposed during delivery, so the delivery was stopped and a new medtronic stent was used, the surgery went smoothly. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the lock pin loosened and the stent was separate to the device the stent was confirmed as 120mm from the strain relief and the returned stent. The stent was damaged when received, but this may have happened in transit. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.